Event description:
Plaintiff alleges that as a direct result of exposure to latex exam gloves, she developed an allergic reaction. Further alleges that as a direct result of allergy, she has been injured and damaged, she has developed a profound allergy which makes her susceptible to life threatening anaphylactic shock reactions, and has undergone care and treatment, and has suffered loss of earnings. Plaintiff's husband alleges loss of consortium of his wife.